Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high thresholds and noise. Surgical intervention was performed and the lead was extracted. The extraction procedure was somewhat complicated due to thrombosis and fibrosis in the subclavian vein. Besides the surgical intervention, there were no additional adverse patient effects.